Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seventeen devices were received for evaluation; 10 events were not duplicated during testing. Two events were not duplicated; however the devices were not within specifications. Three devices were found to be affected by broken down lubrication. Five devices were found to be affected by corrosion and broken down lubrication. Three devices were found to be affected by corrosion. One device was found to be affected by corrosion, broken down lubrication, and a shattered bearing. One device was not available to stryker for evaluation. Five device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes eighteen malfunction events in which the device overheated. Three events had patient involvement with no patient impact. Fifteen reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five (5) devices were received for evaluation; 3 events were duplicated during testing. One (1) event was not duplicated; however, the device was not within specifications. One (1) device was found to be affected by broken down lubrication. Two (2) devices were found to be affected by corrosion and broken down lubrication. One (1) device was found to be affected by corrosion. One (1) event was not duplicated; the device was within specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device overheated. Three (3) events had patient involvement with no patient impact. Fifteen (15) reported events had no patient involvement or patient impact.